Event description:
On 26th march 2026, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope® rt, the suture broke when the product was being used. This was detected during use in a posterior cruciate ligament reconstruction of the knee joint surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-1588rt was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The reported failure was concluded to be a use error, including excessive force shortening the suture strands and/or tensioning the shortening suture strands not in line with the bone socket, as warned in the directions for use (dfu-0147-eo revision 5 tightrope® devices). Section g. Precautions: 1. Knee tightropes only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.